Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that approximately 4 years later, the patient presented with a type ib endoleak from the right limb. Per the physician, the cause of the event was anatomy related from disease progression of the lilac limb. It was reported that the next day, intervention was carried out and an additional limb was implanted to treat the event and the issue was resolved. No additional clinical sequalae were reported and the patient is fine.